Event description:
Patient presented to the physician with an infection at an unrelated device, spinal cord stimulator. Physician determined that this was unrelated to the inspire system. The physician subsequently removed the spinal cord stimulator to address the infection. Patient presented back to the physician with an infection at the ipg incision site presumed to be related to the initial infection. Physician prescribed doxycycline. Patient presented back to the physician with continued infection. Physician removed the inspire system (B)(6) 2022.